Event description:
Kulanthaivelu, k., pendharkar, h., prasad, c., kumar gupta, a., hanumanthapura ramalingaiah, a., saini, j., amp; srinivas, d. (2020). Anterior cranial fossa dural arteriovenous fistulae ¿ angioarchitecture and intervention. Clinical neuroradiology, 31(3), 6 61¿669. Https://doi.org/10.1007/s00062-020-00932-z summary: anterior cranial fossa (acf) dural arteriovenous fistulae (davf) are rare, unique, and ominous. While surgical disconnection is considered as the favored management option, endovascular treatment has lately gained importance. We present a single institution experience of seven cases. Identified events: a (B)(6) male experienced redness; blurring of vision at 6 months. The angio result was minimal residual filling. A (B)(6) female had sudden onset headache. The angio result showed the event was cured. In addition, the patient had transient visual obscuration and was initiated on pulse methylprednisolone for 5 days, and reported a complete reversal of symptoms. A (B)(6) male had a right hemicranial headache at 15 days with left hemiparesis at 15 days; memory disturbances; personality changes at 1 year. The angio result showed the event was cured. A (B)(6) male had gtcs. The angio result showed the event was cured. The CT revealed hemorrhage in the left frontotemporal region. Subsequent management was conservative with a single antiepileptic drug with no deficits at discharge. He reported no seizures at follow-up. Devices used: neuronmax-navien-marathon co-axial system.

Manufacturer narrative:
Kulanthaivelu, k., pendharkar, h., prasad, c., kumar gupta, a., hanumanthapura ramalingaiah, a., saini, j., amp; srinivas, d. (2020). Anterior cranial fossa dural arteriovenous fistulae ¿ angioarchitecture and intervention. Clinical neuroradiology, 31(3), 6 61¿669. Https://doi.org/10.1007/s00062-020-00932-z. Age at time of event: this value is the average age of the patients reported in the article as specific patients could not be identified. Gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Event date: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Ethnicity: it was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.